Event description:
A pt was in for a laparoscopic cholecystectomy. The pt was anesthetized, abdomen inflated and upper & central ports placed. The gallbladder was removed using an electric cautery. The ports were replaced and irrigations carried out. On removal of the bovie irrigation from the trocar it was immediately noted to be missing a piece (right angle port). It was immediately located and removed from the pt. The procedure was completed and the pt was sent to the recovery room. There was no injury to the pt.